Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and was found to have a loose pitch cable at the proximal end. As a result, the instrument displayed imprecise motion. The instrument was placed on the in-house system and was not found to move on its own. However, there was a lag in the motion when the instrument was being operated. There was no damage found to the loose pitch cable or the clamping pulley. The screw was found to be loose. The instrument was found to fail intuitive motion. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The grips opened and closed properly. The instrument exhibited imprecise motion. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument was found to have a loose screw inside of the housing. The screw was loose on the pitch clamping pulley. As a result, the cables were loose which caused the instrument to fail intuitive motion. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the prograsp forceps instrument was moving on its own even though the surgeon did not operate the instrument. The procedure was completing as planned with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon used the instrument for about 20 minutes and then requested to change it because it was uncomfortable. There was no shakiness or collisions/friction observed. The customer indicated that no fragment fell inside of the patient. No known impact or patient consequence was reported.